Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted due to infection and erosion.